Event description:
Reported by hospital staff as "port fracture/malfunction". Unable to verify, clarify or sustantiate reported event with physician or hospital at this time. Follow up findings from the surgeon's office "operative report: preoperative diagnosis: fractured lap-band catheter postoperative diagnosis: fractured lap-band catheter and pericatheter infection. Indication for procedure: lap-band fracture adjacent to port upon exploration for a port excahnge, the pt was found to have a minor infection. The port itself had no significant infection. The port was removed and and the catheter was left in place after treatment with antibiotics, the pt now presented with with no evidence of infection and plans for replacement. Title of operation: wound exploration with treatment of antibiotics". No port exchange occurred because the infection was felt to possibly be within the catheter itself.

Event description:
Reported by hosp staff as :port fracture/malfunction". Unable to verify, clarify or substantiate reported event with physician or hospital at this time, follow up findings from the surgeons office "operative report: preoperative diagnosis: fractured lap-band catheter and pericatheter infection. Indication for procedure: lap-band fracture adjacent to port upon exploration for a port exchange, the pt was found to have a minor infection. The port itself had no significant infection. The port was removed and the catheter was left in place after treatment with antibiotics, the pt now presented with no evidence of infection and plans for port replacement. Title of operation: wound exploration with treatment of antibiotics". No port excahnge occurred because the infection was felt to possibly be within the catheter itself.